Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are related to the explantation. According to the patient report diagnostic images showed the electrode array to be out of the cochlea. The device migrated post-operatively out of cochlea due to unknown reasons. The investigation results go in line with this finding. This is a final report.

Event description:
Patient was implanted in (B)(6) 2015. Since the first fitting the patient gained only limited benefit from the device. On (B)(6) 2015 it was reported that he had no access to sound. Radiological imaging shows the electrode array to be outside of the cochlea. The patient was re-implanted on (B)(6) 2016. The first fitting with the new device was performed successfully.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was implanted in (B)(6) 2015. Since the first fitting, the patient gained only limited benefit from the device. On (B)(6) 2015, it was reported that he had no access to sound. Radiological imaging shows the electrode array to be outside of the cochlea. The patient was re-implanted on (B)(6) 2016.